Event description:
Customer reported hospitalization due to high blood glucose reading and diabetes ketoacidosis. Customer also reported a bent cannula in her abdomen. Customer stated that the cannula was bent due to the tape sticking to the serter. Customer's blood glucose reading at the time of the hospitalization was 600 mg/dl. Customer reported symptoms of vomiting blood, and increasing high blood glucose readings prior to the hospitalization. Customer was treated with IV drips at the hospital and released with blood glucose readings of 130 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.